Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving no delivery alarms. During the call, the customer also reported being hospitalized for high blood glucose of 417mg/dl. Troubleshooting was performed. The customer treated her glucose level with manual injections. Ran a high pressure test and the insulin pump passed the test. No further information was provided.